Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694965 implantable tachy lead, implanted: (B)(6) 2006; product ID: 5524m-53 implantable pacing lead, implanted (B)(6) 1992; product ID: 419488 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported by the patient the device battery was draining faster than patient believes is normal. It was also reported by the patient that "every 5th beat is a pause". The patient stated their heart rate drops to half for about 2 minutes and then it goes back to normal. The device remains in use. No patient complications have been reported as a result of this event. Additional information has been requested but not yet received.